Event description:
It was reported that during a lap colon procedure the patient entered the operating room at 08:25, and the operation began at 09:05. In the process of use, the machine gives an alarm and take out the device immediately. Noted titanium tip was broken. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. The operation was completed at 15:35 and the patient returned to the ward at 17:00. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2022. D4 batch #: u95z7v. Additional information was requested and the following was obtained: according to representative, the correct lot number is "u95z7v". A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.